Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. There was no activity related to the complaint noted in the pump history. There was no damage found to the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no overheating observed. The complaint could not be confirmed or duplicated. Investigation revealed a keypad leak and moisture damage on the printer circuit board.

Event description:
This complaint is being reported as a malfunctioned due to the alleged animas pump temperature issue. The animas pump felt hot when she replaced the battery. There was no patient impact associated with the temperature issue. There was no corrosion in the battery compartment or on the battery. No product misuse was identified. The keypad was noted to be peeling.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.